Event description:
It was reported that, during service, the endoscope reprocessor could not detect the flow of detergent. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.